Event description:
It was reported that primary was revised, due to pain. Upon removing durom, there was no visible bone in-growth. Surgeon replaced with tm cup.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the us.